Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, approximately 1 year and 4 months post implant of a 26mm sapien 3 valve in the aortic position, the patient reported symptoms. Tte revealed the valve was stenotic. No further information regarding possible intervention is available at the time of the report.

Manufacturer narrative:
The sapien 3 valve was not returned to edwards for evaluation as it remains implanted in the patient. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. No case imagery or device photographs were provided for evaluation. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. The complaint was not able to be confirmed due to the unavailability of the device and relevant case imagery. Due to the valve not being returned, no visual inspection, functional testing, or dimensional analysis could be performed. A review of the DHR and lot history revealed no indication that a manufacturing non-conformance contributed to the complaint. Additionally, a review of manufacturing mitigations supports that proper inspections are in place during the manufacturing process to detect issues relating to the complaint. Per the instruction for use (IFU), stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), stenosis can result from a number of factors, including calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. The device was not returned for evaluation as it remains implanted in the patient. As reported, patient is on dialysis. In this case, the cause for the valve stenosis could not be determined however based on the information provided, it is most likely due to patient factors (dialysis). Due to insufficient information, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.